Event description:
Reported 3 false positive flu b, 1 false negative sars, and 1 false positive sars of 61 tests on symptomatic patients. The customer communicated the results were confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the product did not find any unusual trend for the reported complaint category. Root cause: could not duplicate with retained devices. Source: phone.

Manufacturer narrative:
B5: statement has been corrected. H6: device problem code corrected.

Event description:
Reported 3 false positive flu b results out of 61 tests. Patients were symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).